Event description:
Surgeon was doing a ureteroscopy with balloon dilation, laser lithotripsy, stone extraction and stent insertion. Several hours into the case, and upon removing the dur-8 elite ureteroscope from the patient, the surgeon noted that the outer sheath had opened exposing what appears to be inner fibers about halfway along the flexible shaft. The case could not be completed and was ended. Note: scope will be sent to manufacturer upon receipt of packaging/shipping tube.